Event description:
It was reported that "during the procedure according to IFU, the md found dilator tip was broken, so the patient underwent general a nesthesia and foreign body removal surgery." There was no postop complications. The patient's current condition is reported as "stable".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during the procedure according to IFU, the md found dilator tip was broken, so the patient underwent general a nesthesia and foreign body removal surgery." There was no postop complications. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The image shows a dilator in a clear bag with a portion of the dilator separated from the tip. The separated material is not pictured. The customer also returned one dilator for analysis. No definite signs of use were observed. Visual and microscopic analysis confirmed that a portion of the dilator tip was separated, and the separated portion was returned. No widening, stretching, or evidence of significant plastic deformation was identified. Microscopic examination confirmed the damage and revealed white stress marks along the separation edges and on the outside of the tip. The separation edges were jagged and serrated in nature, which may be indicative of tearing during use. It was noted that the opposite side of the dilator tip (across from the separated side) appeared split/cracked. No other defects or anomalies were observed. The length of the separated piece measured approximately 4 mm. The length of the dilator from the hub to the distal tip measured 4", which is within the specification limits of 3 3/4"-4 1/4" per dilator product drawing. The inner diameter of the dilator at the distal tip could not be accurately measured due to the nature of the damage. The dilator tip could not be functionally tested due to the nature of the damage. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage and separation during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that a portion of the dilator tip was separated. Microscopic examination confirmed the damage and revealed white stress marks along the separation edges and on the outside of the tip with indications of a stress related fracture. R & d engineering, clinical and medical affairs (cma), and the manufacturing team were consulted regarding this complaint. A cross-functional review of the returned sample determined that the damage observed is inconsistent with damage resulting from clinician use alone. The manufacturing team confirmed that they have not seen this type of damage presented on a dilator. The entire manufacturing process for dilator part number ku-24854-002 was reviewed, and the damage observed on the returned sample did not appear to be related to the manufacturing process. Based on these circumstances, the root cause is undetermined; however, a non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.